Event description:
The pt experienced extreme pain after the surgery to implant her implantable neurostimulator (ins). It was noted that the health care provider (hcp) brought her back into surgery to move the lead off her spine and left the components in place under the skin and not in the epidural space. F/u info indicated that there was no known cause for the pt's pain and that she did not have a hematoma. The hcp believed that the pain that the pt was feeling was surgical-related to position of the lead. The pt also reported that she didn't receive a pt programmer for her ins and that it was not hooked up. She requested that her ins be explanted due to continued pain issues. The hcp was trying to work with the pt to move the lead back into a place to restore therapy instead of explanting the entire system. The pt recovered without sequela. Additional info has been requested, but was not available as of the date of this report. A f/u report will be sent if info becomes available.

Manufacturer narrative:
(B)(4).